Manufacturer narrative:
(B)(4).

Event description:
Device #2 of 3: reference MFR. Report:3006705815-2016-00692 and 1627487-2016-006497. It was reported the incision wounds had not healed properly and to minimize the risk of infection the patient underwent surgical intervention on (B)(6) 2016 to explant the ipg and the two extensions.